Manufacturer narrative:
(B)(4). (1)expedium 5.5 rod [product code: 1797-62-300, lot number: bde89sx] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the expedium 5.5 ti rod has confirmed that the rod was fractured. Fracture analysis suggests that the fractured surfaces display evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Root cause for the rod breaking postoperatively cannot be positively determined. However, the fracture analysis report suggests that the fractured surfaces display evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium, pedicle screw spine system. The patient had original surgery in 2011, l2-pelvis posterior spinal fusion. Booked for revision surgery, (B)(6) 2015 for extension of fusion, t11-pelvis, due to instability of fusion, implants appear to have moved. It was noted that the si set screws at l2 and l3 were loose and the rod on the right side was broken when removed from the patient. The screws at l2,3 and 4 were removed and replaced with other expedium pedicle screws and then the construct was extended up to t11 to provide adequate stabilisation and fusion. Both rods and all the si set screws were replaced. Patient recovering satisfactorily at the time of this report. Patient details; (B)(6). X-rays are available.